Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Approx. 5 years ago, tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on right hip of the patient. Analysis of blood and synovial fluid are planned.

Manufacturer narrative:
Additional information: gender; product available to stryker; returned to manufacturer on. An event regarding pseudotumor involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis of returned device was performed and indicated that explantation damage was observed on the distal surface of the femoral head. Adhered debris was observed in the femoral head female taper. Eds showed the head was consistent with astm f1537. Eds analysis was performed on the adhered debris in the female taper of the femoral head and found to be consistent with biological material, a corrosion product, and a titanium alloy. Explantation damage, scratching and yellow discoloration were observed on the distal surfaces of the acetabular insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient to complete an asssesment. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding pseudotumor involving a metal head was reported. The event was not confirmed. Material analysis of returned device was performed and indicated that explantation damage was observed on the distal surface of the femoral head. Adhered debris was observed in the femoral head female taper. Eds showed the head was consistent with astm f1537. Eds analysis was performed on the adhered debris in the female taper of the femoral head and found to be consistent with biological material, a corrosion product, and a titanium alloy. The provided medical records was submitted to consulting clinician who deemed it insufficient to complete an asssesment. If additional information become available, this investigation will be reopened.

Event description:
Approx. 5 years ago, tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on right hip of the patient. Analysis of blood and synovial fluid are planned. This pi to cover the right hip. Update as per mar, "eds analysis was performed on the adhered debris in the female taper of the femoral head and found to be consistent with biological material, a corrosion product, and a titanium alloy."

Manufacturer narrative:
An event regarding altr (pseudotumor) involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient to complete an assessment. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided medical records was submitted to consulting clinician who deemed it insufficient to complete an assessment. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Approx. 5 years ago, tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on right hip of the patient. Analysis of blood and synovial fluid are planned.